Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, right coronary artery, after the guideliner was positioned the xience prime stent delivery system was positioned; however, the balloon failed to inflate and the stent was not deployed. Several attempts were made unsuccessfully to inflate the balloon to deploy the stent. The device was removed and a 2.5 x 28 mm and a 3.0 x 15 mm promus stent were used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: guidliner. Device evaluation: a review of the device lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.